Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an ipg revision due to discomfort. The physician elected to replace the ipg. The pocket was relocated from the right upper buttock to the iliac crest.